Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a celiac artery decompression procedure. Reportedly, the starclose se device was stuck in the patient. The safety release mechanism was used to remove the starclose se device. Manual arterial compression was used to achieve hemostasis. After the device was removed the patient had a cold leg/ischemia caused by the stuck device. The cold leg got better with no treatment. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av has implemented mitigations to address this issue and corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.